Event description:
Dealer states that the on/off switch is not powering on or no power to alarm. No further information provided. Additional non-reportable complaint for this device; dealer alleges that the 4 way valve is not shifting/caked with sieve material. Additional non-reportable complaint for this device; dealer alleges that the pilot valve resistance gets too high and/or wont shift. Additional non-reportable complaint for this device; dealer alleges that the sieve beds are leaking sieve material.